Event description:
On 09/15/2025 the user reported a low blood glucose (bg) of 50 mg/dl after over-correcting a prior high bg while using the ilet bionic pancreas system. The caregiver administered juice, and bg increased to 80 mg/dl by the end of the call. No medical care or hospitalization was required, and the user recovered fully.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.